Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient was discharged after the procedure.

Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. As received, the device had normal outputs and no telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.